Event description:
Device malfunction: vessel locator wings prematurely collapsed and carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the vessel locator wings prematurely collapsed and carving of the clip applier occurred. The device was removed and hemostasis was achieved using manual compression and a femostop. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided. A review of the device history record for this lot did not produce any findings relevant to this report.